Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. During the procedure it was noted that the right ventricular lead had externalized conductors. Lead was reused. Patient was stable after the event.